Manufacturer narrative:
The investigation into stroke/cva issue has been completed. The device was not returned for investigation. Per the provided clinical information, the cause of the reported stroke issue was most likely patient condition related and determined to be unknown relation to impella since the heparin was not given in purge fluid.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male patient had a stroke during impella support, the care team seems to believe it was related to impella. The patient expired.